Event description:
During a standard dental treatment, the handpiece heated up and burned the pt on the left cheek at several spots. Each spot had the size of a dime. Pt was told to do warm salt water rinses. No ointment or medication was prescribed. Two persons have been burned with this handpiece at the same day.

Manufacturer narrative:
The analysis did show that a dent in the head affected the function of the back cap button. This means that if the button gets pressed to open insert the bur it does not come out completely again. This causes inner friction and as a result, the lead heats up. A dent is the result of a strong hit, e.g. A drop during the reprocessing. Also the drive assembly has been found in a bad condition. This means that the bearings of the have been worn out. This could be the result of the normal wear process, it likely that it was a stronger wear process due to the heat. The user instructions requests that prior to each treatment a functional and visual inspection has to be performed to ensure that the product is running within spec. Reported due to the 2 year presumption rule.